Event description:
The company was made aware that the patient elected to undergo revision surgery. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.